Event description:
The clinical manager contacted animas on (B)(6) 2013 alleging that the text on the lcd screen of this demonstration pump had turned a pinkish-red color a few days prior. The clinical manager stated that the display was very difficult to read and stated there was no damage to the screen. There was no reported adverse event associated with this report. This complaint is being reported because the alleged malfunction remained unresolved.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 05/16/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 04/18/2013 with the following findings: during investigation, the pump powered on with a dim/faded, discolored display screen and difficult to read. The display screen was replaced with a test screen and the display functioned appropriately.